Event description:
Pt reported obtaining back-to-back blood glucose results of 542 mg/dl and 174 mg/dl, while using the suspect device. Based on the value of 174 mg/dl, pt delivered 2 units of insulin lispro and had a sandwich. No injury was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.